Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll on 2/25/2016. Investigation results as follows: a visual inspection of the returned autopulse platform was performed and no physical damages were noted on the platform. A review of the archive was performed and the autopulse exhibited user advisor (ua) 8 (motor controller fault detected) as reported in the complaint. The ua 45 (not at "home" position after power-on/restart) was not captured on the reported date. During functional testing, the autopulse platform passed all testing with no fault errors. In summary, the customer's reported complaint of the platform exhibiting ua 8 was confirmed during archive review. The ua 45 was not captured in the archive data. The autopulse platform passed all testing and met all required specifications. The ua errors could not be reproduced.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 02/25/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. Investigation is still in progress.

Event description:
Customer reported that the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 8 (motor controller fault detected) and ua 45 (not at "home" position after power-on/restart). Customer was unable to clear the user advisory errors. Customer also stated that the platform prompts the user to "realign patient". It is unknown if this occurred during patient use. Customer reported that they tried to troubleshoot the device on a test manikin and were not able to get the autopulse started or to maintain compressions. Customer reported that the device continued to displayed ua 8 and ua 45. When the customer tried to simulate the issue on another autopulse using the same test manikin, they did not encounter any issues. No additional information was provided.